Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 801 analytical unit.the initial result was 110 coi with a data flag (positive). The sample was repeated with results of 107 coi (positive) and 106 coi (positive). The sample was sent for hcv pcr testing, and the result was negative. Two reagent lots were provided: 920538, expiration date 31-mar-2027, and 931391, expiration date 31-may-2027. It is not clear which reagent lot was used for testing.